Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - on (B)(6), home-monitoring system detected noise on this lead and this lead was explanted. The physician observed blood inside the lead and when disconnected they also found 2 deformed points about 12.5cm and 9.5cm from the distal tip. The physician suspects the penetrated blood may have come from the deformed areas.